Manufacturer narrative:
D9: date returned to mfg.: 6/5/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had cassette sensor error¿ was confirmed through latch/lock test. The unit does not show "latched" when the mechanism is engaged. The probable cause was worn/defective latch/lock flex sensor. Replaced latch/lock flex sensor to resolve issue. Unit now shows "latched" during latch/lock test as expected. Further investigation found the downstream occlusion (dso) seal was tearing and the liquid crystal display (lcd) lens was cracked. Replaced lcd lens and dso seal. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette sensor error. The event occurred during testing and no patient involvement was reported.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.